Manufacturer narrative:
The device was returned for evaluation but the returned product was misplaced in-house. If the product is located, the investigation will be reopened and a supplemental will be submitted. Therefore, visual and functional inspections could not be completed. No device lot number was provided so a device history record review and a complaint history review could not be performed. The x-rays returned shows the implant and abutment in the surgical sites. No relevant information related to the reported loosening could be determined from the images. The complainant reported that the ¿screw got loose at undefined point in time¿. The complaint could not be verified, as the products were misplaced in-house and the exact details and condition of device usage could not be replicated. A singular root cause could not be determined.

Manufacturer narrative:
(B)(4). Patient ID was not provided. Age was not provided. Patient weight was not provided. Event date unknown. Brand name unknown. Device product code unknown. Device lot # was not provided/unknown. Catalog number unknown. PMA/510k unknown.

Event description:
It was reported that screw got loose.